Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use sensation plus 40cc intra aortic balloon (iab) had catheter restriction alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, component codes, investigation conclusion), h11 she reported that the patient had gone to CT, and during the return to the room, the pump alarmed and therapy went into standby. Prior to calling, she had exchanged the console, which did not resolve the alarm. She also verified that all lines and connections were secure and appropriate, with no blood or visible kinks in the helium tubing. Esp personnel instructed her to perform an iab fill and attempt to press start several times; however, therapy did not resume. She and a colleague made multiple nursing attempts to fill the balloon without success. Esp personnel recommended to notify the physician, as the pump had been on standby for eleven minutes at that point. She confirmed the physician was already at the bedside. Additionally reminded her of the recommendation that the balloon should not remain immobile for longer than 30 minutes due to the risk of thrombus formation. When esp personnel followed up a few hours later, she reported that the physician had repositioned the balloon, after which it functioned properly, with no harm to the patient.

Event description:
N/a